Event description:
Reportedly, device was implanted in 2008 and explanted approx seven months later, for unknown reasons. The device was discarded and will not be returned. Info learned through another country's implant patient registry. No further details were provided.

Manufacturer narrative:
Device not returned.